Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial tachycardia resulting in inappropriate anti-tachycardia pacing (atp). Device data was sent to rhythmcare for review. Data review confirmed the reported observations and additional episodes were recorded in which the device correctly did not deliver therapy. Rhythmcare then provided further troubleshooting options. This device remains in service. No adverse patient effects were reported.